Event description:
It was reported that the patient was scheduled for a revision surgery due to unspecified reasons with an artificial urinary sphincter (aus). Additional information was later received that the planned revision procedure was completed wherein a tandem cuff was implanted and no components were explanted.